Event description:
It was reported that the patient underwent a revision due to pump being hard to inflate/squeeze with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient is healing following the procedure.